Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer stated that his blood glucose was 139 mg/dl before eating breakfast and he had 78 carbs. The customer changed his set and his blood glucose went up to 423 mg/dl. The customer was assisted with checking the bolus history. The customer treated with the pump since he changed his set. The customer was advised to monitor his blood glucose.